Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint to perform failure analysis. Error 23062 was found in the logs, confirming the motor fault on the usm carriage occurred in the field. Upon visual inspection, fluid intrusion was found on the carriage that would be related to the reported event. The usm was installed onto a golden system where the 23062 error was triggered indicating fault on the carriage axis, replicating the reported event. The usm was then installed onto a pftp (patient side cart fixture test platform) where direction test was found to be failing on the degrees of freedom 6. The complaint was confirmed based on failure analysis. The probable root cause based on findings from failure analysis was found to be fluid intrusion and contamination pertaining to the degrees of freedom 6 rotor.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system displayed error 23062 on universal surgical manipulator (usm) 2. The customer was guided to perform an emergency power off (epo) but the problem persisted. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to a component failure. The issue was resolved by replacing the usm.